Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of advance hysteresis were recorded on the pulse generator. Upon review, atrial undersensing resulting in complete undersensing of atrial fibrillation leading to inappropriate hysteresis rate was noted. No additional information was reported.